Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the resuscitation of a young adult, intraosseous insertion was performed in the proximal tibia. After the successful puncture of the bone marrow space, an attempt was made to remove the reamer/stylet. Unfortunately, this was not possible as the stylet was stuck. Even with the greatest effort, it was not possible to release the stylet and the puncture needle began to loosen so that the entire needle remained in the bone. Finally, the patient died during resuscitation and was handed over to the criminal investigation department with the puncture needle still in place." Additional information from team leader rescue service (B)(6): " I can comment on the extended catalogue of questions as follows, as I was present during this operation. Cause of death was pulmonary embolism. The problem with the device did not cause or contribute to the patient's death. The only issue in this case is that the stylet could not be released. The whole incident had no influence on the course of the treatments and did not lead to the patient's death."

Event description:
It was reported that "during the resuscitation of a young adult, intraosseous insertion was performed in the proximal tibia. After the successful puncture of the bone marrow space, an attempt was made to remove the reamer/stylet. Unfortunately, this was not possible as the stylet was stuck. Even with the greatest effort, it was not possible to release the stylet and the puncture needle began to loosen so that the entire needle remained in the bone. Finally, the patient died during resuscitation and was handed over to the criminal investigation department with the puncture needle still in place." Additional information from team leader rescue service wunstorf rescue station ov wunstorf-steinhuder meer: " I can comment on the extended catalogue of questions as follows, as I was present during this operation. Cause of death was pulmonary embolism. The problem with the device did not cause or contribute to the patient's death. The only issue in this case is that the stylet could not be released. The whole incident had no influence on the course of the treatments and did not lead to the patient's death."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The photo revealed the lid stock of a 25mm ez-io needle + stabilizer kit. The complaint could not be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A review of the certificate of compliance was performed with no findings available. The instructions for use (IFU) provided with this kit warns the user, "stabilize needle set hub, disconnect ez-io power driver, and remove stylet." The IFU also states, "attach luer-lock syringe to hub of cannula. Maintain axial alignment and rotate clockwise while pulling straight out. Do not rock or bend the cannula. Improper technique may cause cannula to break. Note: if the cannula or needle set breaks during or after placement in the patient, attempt to grasp the cannula that remains in the patient with a hemostat and remove by gently pulling while simultaneously rotating. If broken cannula is not accessible, obtain x-ray and have physician determine if and how it should be removed as a foreign body." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.